Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was evaluated by the advanced failure analysis team. The initial failure analysis findings were confirmed, the instrument exhibited a cracked tube adapter and a broken distal drive rod tip, specifically at the coupling of the drive rod. The coupling was found to be broken; this component has a socket which engages with the mcs tip accessory. The mcs tip accessory was returned with an mcs instrument coupling attached, and the returned coupling could have originated from this particular mcs instrument as the break sites of the components appeared to align. The instrument's tube adapter exhibited a crack at the distal end, extending downwards proximally of the tube adapter. No broken pieces were observed when inspecting the instrument tube adapter. The coupling was removed from the tip cover accessory, and after an inspection of the mcs tip accessory, no other issues were observed. The retaining cover appeared to be free of damage and both retaining bayonets were present and free of damage. It appeared that the lodged coupling may have been the result of the instrument breaking and not due to an issue with the tip accessory.

Event description:
It was reported that during a da vinci-assisted malignant nipple sparing mastectomy with reconstruction surgical procedure, the monopolar curved scissors (mcs) instrument was removed and reinserted, a piece from the mcs instrument had come off and with it the mcs tip cover. This was not an issue of the tip cover detaching, the issue was with the mcs instrument. The instrument was removed again and the detached mcs tip and fragment of the msc instrument was taken out. The surgery time was delayed while searching for the detached components. The procedure was completed robotically using a backup mcs instrument and mcs tip cover. A portable x-ray was performed to check for any remaining material and confirmed that there was none inside the body. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The monopolar curved scissor instrument has not been received for failure analysis evaluation. Image review performed shows the image exhibits a monopolar curved scissor (mcs) instrument with a broken coupling. The coupling originates from the instrument and is the component that engages with the mcs tip accessory.

Manufacturer narrative:
The monopolar curved scissors instrument was received for failure analysis. Visual inspection was performed, and the instrument was found to have a broken drive rod. A fragment was returned with the instrument that could be potentially part of the drive rod. The broken distal rod tip was found lodged in the returned mcs tip. Due to the broken drive rod, a detached fragment was observed that was partially returned with the instrument. The instrument was found to have a cracked tube adapter. The mcs tip accessory was received, and failure analysis found the instrument to have a lodged distal rod at the interface where the distal rod mates with the tip accessory.

Event description:
Refer to h11 for follow-up information.